Event description:
Patient's machine alarmed, air noted in dialysis lines, after investigation small hole/tear noted in lines. Unable to return patient's blood. Lines/system thrown away. New system set up for patient and dialysis resumed. No apparent harm to patient. Outpatient dialysis treatment completed and patient discharged to home.